Event description:
The reporter indicated that the pt was experiencing numerous breakthrough seizures, including drop attacks. The pt was seen in the emergency room and had suffered multiple lacerations requiring suturing. It was further reported that the pt fractured their front teeth due to the seizures. The reporter also stated that the ncp pulse generator was checked and was found to be non-functioning, likely due to normal end of service. The pt was scheduled for a generator replacement. Further follow-up revealed that while replacing the generator, the surgeon inadvertently cut the lead, therefore, the entire system was replaced. The generator was returned and analyzed. Bench testing in the product analysis lab confirmed that the unit would interrogate and program properly. Diagnostic testing was performed which resulted in "ok" for lead impedance, a dc-dc code of 2, and a "yes" for eri (elective replacement indicator). The device was found to be operating within specification. No anomalies were detected or identified that could have an adverse effect on performance. The device had low battery voltage.